Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended. The physician elected not to make any changes.

Event description:
New information indicated that the device continued to exhibit post paced t-wave oversensing. The patient presented via merlin.net transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No known patient symptoms. The patient did not receive therapy during the oversensing. The oversensing was stored on the electrograms. Programming changes were discussed. The patient is stable.